Event description:
Report received from the USA stating the device was "weak and overheated". The device was being used during knee surgery. The date of the event is unk. No pt or user injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.